Event description:
It was reported that the customer's pump had been experiencing a malfunction issue. There was no reported impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event.